Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2013 due complex vagina wound, malfunction of the genitourinary implant and vaginal wall suspension. It was reported that patient underwent mesh revision on (B)(6) 2012 for revision of complex vaginal wound w/excision of posterior arm of sacrocolpopexy mesh for complex vaginal wound.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria. It was reported that the patient concurrently underwent robot-assisted laparoscopic sacrocolpopexy, laparoscopic lysis of adhesions, posterior colporrhaphy and cystoscopy.